Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.3 cgm sensor type: g7.

Event description:
It was reported that the patient had to call the paramedics due to hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. According to the patient they passed out due to the issue. The patient was treated with soda and ice cream. The patient was released the same day. The patient was worn when seeking medical attention.